Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service notes, which confirmed errors 23008 and 13013. The fse replaced the master tool manipulator (mtm) to resolve the errors issue. Following the service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate the customer reported complaint. The mtm2 was returned for failure analysis, and the reported failure (error 23008/23013 along axis 5 / gimbal platform) was able to be reproduced during since cycle. The axis 5 motor will be replaced as a fix to the reported problem.

Event description:
It was reported that during a da vinci-assisted procedure the customer encountered errors 23008 and 23013 on the left master tool manipulator (mtm). The customer chose to convert the procedure to laparoscopic without doing any troubleshooting at the time of the issue. After the procedure, the customer had rebooted the system and reseated all the blue fiber cables, the system homed successfully with no errors. The technical support informed customer if the system homed successfully without issues, then the system was acting normally, and the surgeon should be made aware of the previous errors in order to make a decision. There was no reported patient injury.